Event description:
A report was received from baxter (B)(6) of a cracked cassette. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The customer report of a cracked cassette was confirmed by visual and function evaluation. The root cause of the reported condition was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.